Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a bile duct stone crushing procedure performed on (B)(6) 2024. During procedure, parts of the base of the basket came off and crushing stones could not be done. A different device was used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a bile duct stone crushing procedure performed on (B)(6) 2024. During procedure, parts of the base of the basket came off and crushing stones could not be done. A different device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx was analyzed, and the product analysis observed the basket wires were not broken. However, the sheath was found detached which didn't allow the basket to extend. The basket was manually extended, and it extended from the tip. Additionally, the side car rx was found pushed back. The reported event that the basket wire broke was not confirmed. Based on all available information, the problem found side car pushback is most likely due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone. By this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx. The problems found could have occurred due to excessive manipulation when trying to open the basket as it is often seen when excessive force is applied to the handle to open the basket. The sheath is part of the device's components that can be affected, causing it to detach. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable cause is adverse event related to procedure.